Event description:
Medtronic received info that following implant of the mechanical valve, arterial pressure tracings were found to be inadequate. A stuck valve disc was suspected. The surgeon elected to rotate the valve 180 degrees, however, the problem recurred. A stuck valve disc was confirmed through tee. The decision was made to explant and replace the valve, which was preformed without reported complication. There were no adverse pt effects reported.

Manufacturer narrative:
Conclusion - cause of event cannot be determined at this time, as analysis has not been completed. Conclusion: the product has been returned to medtronic for analysis. To date, the analysis has not been completed. Upon completion of the investigation, a f/u report will be submitted to FDA. There were no adverse pt effects reported.